Event description:
Implant removed due to surgical consideration within 36 hours.

Event description:
Implant removed, due to surgical consideration within 36 hours.

Manufacturer narrative:
Record transmitted on schedule by the respective due date. The record has not received ack2 or ack3. Vendor, sparta, was notified of the record stuck in the status of submission in progress. Sparta notified FDA of the record and pending information result of the issue to bioh. Corrective action ¿ bioh failed with the record on the customer end and then resubmitted. Preventative action ¿ continued monitoring of the record to receive all ack¿s from the FDA.